Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient¿s race was caucasian. The affected device was mentor memorygel breast implant 430cc on the left side, serial number (B)(6), lot number 6904320, catalog 3505430bc. The date of removal was (B)(6) 2019. The date of implantation for the left side was (B)(6) 2018 and for the right side was (B)(6) 2018. The patient experienced breast pain. The date of event was (B)(6) 2019. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 375cc on the right side and with unspecified gel mentor smooth breast implant on the left side and suffered from a bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. In addition, the patient had bilateral removal only on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation was performed for the finished device 6904320 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient experienced bilateral capsular contracture, chronic pain on the right side, history of multiple infections on the right side. Updates to the codes: breast pain patient code was removed per proper codification. Manufacturer¿s reference number: (B)(4).